Event description:
Boston scientific received information that a red alert was recently posted due to out of range shocking impedance measurement. Latitude customer support wanted further discussion regarding this case with technical services. Technical service discussed the case and noted that for this particular case the shock impedance has trended 100 to 120 ohms since a month after implant. No noise was present on the right ventricular electrocardiogram and sensing was normal. Technical services discussed that the shocking impedances range for this particular patient as well as this particular device and a single coil high voltage lead is not uncommon. Technical services discussed performing normal follow ups at this time. No adverse patient effects were reported.

Event description:
Additional information received noted that an alert was once again triggered due to an out of range shock impedance measurement. The clinic is aware of the patient's condition as the alert has occurred in the past. The clinic will continue to monitor the system and consider a possible revision if shock impedance increases.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information noted that a technical review was requested due to ongoing out of range shock impedance measurements. Ts reviewed the information in latitude and noted that the reason for the data upload was due to a yellow alert for decreased right ventricular intrinsic amplitudes. It was noted that the shock impedance measurements continued to be out of range and normal follow ups were discussed. At this time the system remains implanted. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Should additional information become available this investigation will be updated.

Manufacturer narrative:
(B)(4).